Event description:
The facility reported a colleague infusion pump with a failure code of 813:01. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code of 813:01 was found in the pump's event history but not reproduced during product evaluation. The root cause of this condition was assigned to a cascade from failure code 810:11. No repair was required for this condition. Failure code 810:11 was also not reproduced. The air in line printed circuit board was found to be operational and within calibration specifications. Should additional information be received, a follow-up medwatch will be submitted.